Manufacturer narrative:
This supplemental report is submitted to provide the device evaluation results and the legal manufacturer¿s investigation. The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty patient board set (printed circuit board) was found, causing no image when the returned device was tested with olympus, series 180 scopes. The legal manufacturer performed an investigation. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the printed circuit board due to deterioration associated with the age of the device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was temporary failure of the patient board or electrical contact failure due to the incomplete connection to the subject device or the adhesion of foreign material to the scope, used in combination with the subject device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that when using the olympus, model cv-190, evis exera iii video system center with olympus series 180 scopes, images could not be obtained, however, images from olympus 190 series scopes were obtained. The problem, as reported to olympus, occurred during a procedure. There was no patient injury, associated with the problem, reported to olympus.